Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there is a blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 22069274 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the product was clogged. There was no report of patient impact. The following information was provided by the initial reporter: there are issues with blockage in the lumen. Staff are estimating 1 in 5 of these are defective.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the product was clogged. There was no report of patient impact. The following information was provided by the initial reporter: there are issues with blockage in the lumen. Staff are estimating 1 in 5 of these are defective.